Event description:
It was reported that tandem mobi pump issued cartridge alarm after exposure to external magnets such as those in a mobile phone. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed alarm type, educated caller about avoiding magnetic exposure, and instructed caller to remove cartridge and deliver 9-unit bolus, which completed successfully, after which caller reloaded original cartridge, resumed insulin therapy, and issue was resolved.